Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your report of the catheter sticking to the needle, not advancing, and flecking off plastic could not be confirmed from the representative 20g insyte autoguard units that were provided for investigation. A functional test revealed no resistance between the catheter and needle. The product contained adequate lubrication. A visual and microscopic observation revealed no damage or defects on the returned samples that would contribute to the reported issues. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte autoguard catheter damage. The following information was provided by the initial reporter: injuries or adverse event: no. The catheter flecking off plastic in one instance. Date of event: (B)(6) 2025.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.